Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately one and one half months after the implant of this transcatheter bioprosthetic valve, which had been implanted into a bioprosthetic valve, an echocardiogram indicated the transcatheter bioprosthetic valve had migrated to a depth of 20 mm with resultant severe paravalvular leak (pvl). Subsequently, the valve was snared up to a depth of 12 mm and a second transcatheter bioprosthetic valve was implanted higher in the annulus. The pvl reduced to mild. No further adverse patient effects were reported.